Event description:
The customer observed falsely decreased alinity I hbsag results for a 50-year-old male patient. The following data was provided (<0.05 iu/ml is nonreactive, >/=0.05 iu/ml is reactive): sample ID: (B)(6) initial result, on (B)(6) 2026, was 0.054, repeat results were 0.015 and 0.015 iu/ml. Additional laboratory results were provided: hbsab was 237.68 (positive, reference range: <10); hbeag was 23.714 peiu/ml (positive, reference range: <0.18 peiu/ml); hbeab was 5.294 (negative, reference range: >1); hbcab was 4.293 (positive, reference range: <1); hbv-dna result was 2.1e+03 iu/ml (reference range: <10 iu/ml); psa result was elevated; total protein was 59.8; albumin was 36.8 (both were lower than the reference range); triglycerides was 1.87 (skewed high); d-dimer was 1.54 (skewed high). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number: 08p08 that has a similar product distributed in the us, list number: 04p53, and a PMA number of p110029.

Event description:
The customer observed falsely decreased alinity I hbsag results for a 50-year-old male patient. The following data was provided (<0.05 iu/ml is nonreactive, >/=0.05 iu/ml is reactive): sample ID (B)(6) initial result, on (B)(6) 2026 with serial number (B)(6), was 0.054, repeat results were 0.015 and, on sn (B)(6), 0.015 iu/ml. A different serum sample was tested with the following results: initial result, on sn (B)(6), 0.058, repeat results were 0.016, 0.018, 0.021 iu/ml; retesting on sn (B)(6) was 0.017, on sn (B)(6) was 0.020, and on sn (B)(6) was 0.022 iu/ml. Additional laboratory results were provided: hbsab was 237.68 (positive, reference range: <10); hbeag was 23.714 peiu/ml (positive, reference range: <0.18 peiu/ml); hbeab was 5.294 (negative, reference range: >1); hbcab was 4.293 (positive, reference range: <1); hbv-dna result was 2.1e+03 iu/ml (reference range: <10 iu/ml); psa result was elevated; total protein was 59.8; albumin was 36.8 (both were lower than the reference range); triglycerides was 1.87 (skewed high); d-dimer was 1.54 (skewed high). There was no impact to patient management reported.

Manufacturer narrative:
Field d10 updated. The complaint investigation for false nonreactive alinity I hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Sensitivity testing was performed using an in-house retained kit of lot number 77663fz01 stored at the recommended storage condition. All specifications were met, indicating that the lot is performing acceptably. This could potentially be a case of occult hbv infection which is a known phenomenon and is diagnosed when an hbv dna test is positive but hbsag is undetected. Occult infection may represent acute infection in the window period, hbv tail end of chronic hbv infection, persistence of replication at low level after recovery in the presence of anti-hbs or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. Product labeling documents information in relation to the presence of hbsag mutations which may lead to false negative results in some hbsag assays. (References: h. W. Reesink et al. Occult hepatitis b infection in blood donors. Vox sanguinis (2008) 94, 153¿166 and michael torbenson and david l thomas. Occult hepatitis b. Lancet infect dis 2002; 2: 479-86). A review of tracking and trending for the product and the complaint lot did not identify an increase in complaint activity. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency the alinity I hbsag qualitative ii assay, lot number 77663fz01, was identified.